Event description:
This case report from united states derived from medical literature was identified on 22-apr-2016. The title of this article is "outcomes of laparoscopic removal of the essure sterilization device for pelvic pain: a case series". This case report refers to one of the female patients who received essure (fallopian tube occlusion insert) for permanent birth control and experienced pelvic pain. This case refers to the female patient who underwent laparoscopic removal of essure sterilization method for new pelvic pain. Per intraoperative findings, this patient had additional microinserts. She had three total essure coils including one in the uterine cavity. Author's comments: according to the author, when pelvic pain occurs with known essure placement, it should be thoroughly evaluated as a possible contributing factor. The author concluded that timing of onset after essure placement varied widely (less than a month to greater than a year) and therefore the author suggested that there is no specific window in which complications occur. Also, since the majority of these patients did not have abnormal findings at the time of surgery, the author suggested that even correctly placed essure coils may be a source of pain. Publication abstract: the following presents a case series of 29 referral patients who underwent laparoscopic essure removal for the indication of suspected essure-related pelvic pain and to describe patient characteristics, intraoperative findings and postoperative pain outcomes. Laparoscopic removal for essure-associated pelvic pain is a safe and effective treatment. Linked cases: (B)(4). Company causality comment this literature report derives from the article "outcomes of laparoscopic removal of the essure sterilization device for pelvic pain: a case series". This case report refers to one of the female patients who received essure (fallopian tube occlusion insert) for permanent birth control and experienced new pelvic pain. She underwent a laparoscopic essure removal. This pelvic pain is listed in the reference safety information. In this particular case, the pelvic started after essure insertion and in addition to the essure coils in fallopian tubes, an additional essure coil was left in uterus. Considering that essure may cause pelvic pain, that essure coil was left in uterus could have a contributory role to this pain and that there is no alternative explanation, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint is being performed. Further information has been requested.

Manufacturer narrative:
Follow-up received on 16-aug-2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection was performed and it was confirmed that all components are present, all IFU steps were not completed (final rollback not completed), inner catheter and delivery wire bonds were cured, damages were observed on delivery catheter specifically in coil catheter(broken, bent), inner catheter was found bent, micro-insert was not returned for investigation. In regards of dimensional inspection as per device condition, dimensions were not able to be performed. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Correction done on 18-aug-2016 ptc investigation result was received on 12-aug-2016. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-aug-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 1373 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt.

Manufacturer narrative:
Case correction: information from follow-up 1 was from another report and should be deleted from maude. Follow-up received on 11-aug-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device based on the provided information the defect type corresponds to the following meddra llt: inappropriate device therapy. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.